Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was not reported. The patient was admitted to the hospital prior to death for a fever. It was not reported if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was returned to baxter healthcare for further investigation. A visual inspection was performed and found no issues related to the reported event. A power on self test was performed with no issues. A one hour simulated therapy was successfully performed on the device. A review of the event history log revealed no failure, malfunction or increased intraperitoneal volume events that could have caused or contributed to the reported problem. The results of the sample analysis revealed no failure or malfunction that could have caused or contributed to the reported issue. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.